Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed when the needle plunger was removed after deployment with six (6) prostyle devices. The aaa procedure was completed. Hemostasis was achieved with surgical cut down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.